Event description:
Patient hearing high/low pa tone every four hours; discussed a few examples for pa tones and explained role of mdt/rep vs heart md; recommended best to call the office of the following heart md who manages the medical care of the patient and has access to device reports; further explained that mdt reps do not share patient information with mdt manufacturer; warm transferred patient to stay connected for assistance sending cl transmission. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).